Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the front end of the stent was lifted up. The stenosed target lesion was located in the renal artery. A 5.0mmx19mmx150cm express vascular sd stent was selected for treatment. However, it was noted that the front end of the stent was lifted up when the package was opened for checking. The procedure was completed with a different device. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the express sd balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the distal end of the stent is lifting up. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed that the distal end of the stent is lifting up.

Event description:
It was reported that the front end of the stent was lifted up. The stenosed target lesion was located in the renal artery. A 5.0mmx19mmx150cm express vascular sd stent was selected for treatment. However, it was noted that the front end of the stent was lifted up when the package was opened for checking. The procedure was completed with a different device. The patient's condition following the procedure was stable.